Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfile for the day of treatment showed no error messages or warnings. During the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user performed a gas change, performed the scanner test and performed the necessary energy and eyetracker test without any issue. The fluence test was performed several times and with different energy values. After the seventh time, the fluence test was passed successfully. The review of the complete day showed no abnormalities or deviations. The user performed energy checks before each patient. The eyetracker was activated during the complete day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that post-operatively, two patients were found to be overcorrected by two diopters. A periodic review was carried out which did not show any irregularities in the working of the laser. There are multiple related reports for this facility. This report addresses the patient jd's left eye and other manufacturer reports will be filed.